Event description:
It was reported that a patient underwent an atrial fibrillation (afib)-paroxysmal ablation procedure with a lassostar, 10p, dia 15mm loop size and the catheter kinked and broke. During catheter preparation, as it was being introduced into the heliostar inner lumen, the catheter kinked and broke. The catheter was replaced with a new one and the issue was resolved. The surgery was not delayed due to the reported event. The damage resulted in only the internal wires being exposed. The damage resulted in sharp edges on the section where it broke. There was a little bit of resistance during catheter insertion, but it was mostly with catheter manipulation. The issue was found mid-way through the catheter, after the softer/distal part of the catheter. The catheter was not pre-shaped. There was no patient consequence.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).